Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hematuria/patient device interaction was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the minor bleed/fluid leak was most likely use related because the blue butterfly is not intended to be inserted into the arteriotomy.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative:a 46-year-old male with acute myocardial infarction and cardiogenic shock, pre-support clinical state consistent with scai shock stage b, underwent impella cp (sn (B)(6)) support via right femoral arterial percutaneous access on (B)(6) 2026 at 09:45. During support, blood was noted dripping from the junction of the blue hub of the repositioning sheath and the white portion of the repositioning sheath, and hematuria (tinged urine/foley) was observed, consistent with hemolysis beginning during impella support. Hematuria/hemolysis and localized bleeding at the introducer/repositioning sheath junction were reported during impella cp support without documented device malfunction or confirmed causal relationship to the device. The device was not removed due to the reported condition. The patient survived through explant at 20:31 on (B)(6) 2026. Product return was requested for the pump and introducer. Hemolysis, bleeding and hematuria may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, and anticoagulation status.